Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had pump error drive count incorrect for moving and no motor movement. Customer's blood glucose level was 76 mg/dl. Customer also reported that they were unable to clear the alarm but able to rewind the insulin pump. Customer was assisted with performing displacement test and self test, displacement test was passed and self test was failed. It was also reported that the insulin pump was exposed to magnetic field. The device will not be returned for analysis.